Event description:
A doctor reported that during manual configuration of the wire tip by the user, part of the wire wound as a coil became detached at the tip of the pointer wire and was drawn out in length. The pointer wire can therefore no longer be used for the procedure. Additional information received from the doctor stating the patient was not at risk at any point during the procedure, as the pointer wire did not come into direct contact with the patient. The patient had pad and the aim of the treatment was to probe and dilate the artery superficialis and popliteal artery poplitea with a balloon catheter (pta). When configuring the pointer wire for better and faster probing of the target vessel by the treating physician with his fingers, the micro wire wound as a coil came loose at the tip of the pointer wire and was stretched out lengthwise. The pointer wire was immediately removed from the sterile table and immediately carried out of the angiography for later return to argon medical devices. The procedure was successful with other products from the competition without any restrictions for the patient.

Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. One used sample was returned to argon from the customer for review. A visual inspection was performed on the returned sample. The visual inspection determined that the core was separated from the coil and the coil was stretched out and damaged. The damage suggests that the guidewire has gotten stuck and was pulled using excessive force to retrieve it. It is currently not known if the cause of the issue is due to insufficient gluing/curing, or if it is a result of an event within the user's environment. Since a root cause cannot be determined at this time, no further action can be taken. However, argon will continue to monitor for recurrence. Additional information provided in h.3., h.6. And h.11.